Event description:
It was reported " doctor removed balloon due to high pressure alarms and inserted a size 30 cc. " the second catheter that was inserted was done in the same insertion site. No patient injury or consequence reported. Patient's current condition reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The supplied 0.025in guidewire was noted fully inserted within the iabc central lumen. The hemostasis cuff was noted disconnected and missing from the returned sample. The distal portion of the iabc bladder was noted wrapped (or considered twisted); the remaining portion of the iabc bladder was noted fully unwrapped. A bend to the iabc central lumen was noted at approximately 36cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The customer also provided a photo for evaluation. The photo showed the intra-aortic balloon catheter (iabc) with the distal portion of the bladder noted as twisted and not fully unwrapped. This is consistent with the reported event. The bladder thickness was measured at six points with measurements ranging from 0.0061in-0.0063in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The cal key and fos were connected to the iabp. The cal key was recognized. The fos was connected and the iabp zeroed the iab. The pump status displayed "ok" indicating the fiber is fully intact. The guidewire was removed from the iabc central lumen without any difficulty. Upon removal, no damage or abnormalities were noted to the returned guidewire and to the iabc central lumen. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested. During the leak test, the bladder did not fully inflate. The middle and proximal portion of the bladder had inflated but the distal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab would not inflate completely is confirmed. During the investigation, the distal portion of the iabc bladder was noted twisted and the bladder would not fully inflate or unwrap during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A corrective and preventive action has been initiated to further investigate the issue.

Event description:
It was reported " doctor removed balloon due to high pressure alarms and inserted a size 30 cc. " the second catheter that was inserted was done in the same insertion site. No patient injury or consequence reported. Patient's current condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4).the reported complaint of iab would not inflate completely is confirmed based on the customer picture provided with the complaint report. In the photo, the distal portion of the intra-aortic balloon catheter (iabc) bladder was noted twisted, which can result in the inability of the iabc to fully inflate or unwrap. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A corrective and preventive action has been initiated to address the issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " doctor removed balloon due to high pressure alarms and inserted a size 30 cc. " the second catheter that was inserted was done in the same insertion site. No patient injury or consequence reported. Patient's current condition reported as "fine".